Event description:
Readmission with fever on (B)(6). Fever for 7 days, non productive cough for the past 3 weeks, dyspnea on exertion and generalized fatigue. Patient's temperature goes as high as 104 degrees fahrenheit.